Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the retainer ring was missing from reservoir compartment. It was also reported that the insulin pump continued to alarm even after battery change. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unable to perform the displacement test and occlusion test due to missing retainer. Sleep current measurement and active current measurement within specifications. Low battery alarm and then pump error 25 confirmed in the formatted history file due to connector resistance issue printed circuit board and the power management graph was abnormal due to connector resistance issue at the printed circuit board. After disconnecting and reconnecting the connector at the printed circuit board, the unit was monitored and functioned properly. Then the power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Unit received with cracked keypad overlay at select button, missing reservoir tube o-ring, scratched case, minor scratched display window and keypad overlay texture damage.